Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon femoral component was reported. The event was confirmed via provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show that the femoral component has fractured at the condyle. The bone-interfacing side of the device appears covered in a layer of bone cement. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the femoral component. The reported device was not returned; however, photographs were provided for review. The photographs show that the femoral component has fractured at the condyle. The bone-interfacing side of the device appears covered in a layer of bone cement. The exact cause of the event could not be determined from the information provided. Additional information such as return of the device, pathology reports, pre- and post-operative x-rays, the primary and revision operation reports, patient history and follow-up notes are needed to further investigate root cause. No further investigation for this event is possible at this time. If device(s) and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Correction: d6a.

Event description:
Femoral component implanted in 2017 had to be removed because the femoral component was fractured at the transition between the anterior chamber and the distal part. Implantation in 2017 was unremarkable and performed according to standard procedure. Explantation after presumption of loosening of the component, discovery of the broken implant.

Event description:
Femoral component implanted in 2017 had to be removed because the femoral component was fractured at the transition between the anterior chamber and the distal part. Implantation in 2017 was unremarkable and performed according to standard procedure. Explantation after presumption of loosening of the component, discovery of the broken implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text: device not returned to the manufacturer.